Manufacturer narrative:
(B)(4). Prior to the receipt of this additional information, peritoneal dialysis therapy was discontinued. On an unreported date, the patient was placed on hemodialysis therapy. The patient was recovered from the previously reported peritonitis event (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous cycling peritoneal dialysis (ccpd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. One day prior to the receipt of this report, the patient's peritoneal dialysis (pd) catheter was removed. It was not reported if the pd catheter was removed due to the peritonitis. The outcome of the peritonitis event was not reported. No additional information is available.